Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted the e-piece was partially disengaged from the device on one side. There was evidence of weld on the device. One staple was received jammed in the e piece. No single use loading unit (sulu)s were received. The staple was removed from the e piece for functional testing. A test sulu from was loaded onto the instrument. The instrument was applied to the appropriate test media. The handle was actuated and the staple deployed improperly and did not seat properly due to the disengaged e-piece. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur as a result of excessive manipulation of the device. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a totally extraperitoneal hernia procedure, staples are coming out crooked (misaligned) and cannot be used. Surgeon used new stapler to resolve the issue. No patient injury.